Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced redundant power tray assembly to resolve the issue. The system was verified and ready to use. Isi has not received the tray for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that error 86 was observed on two occasions when setting up for a clinical procedure, patient under anesthesia. The customer completed two power cycles and breakers off on all carts/consoles which cleared the error. The technical service engineer (tse) was unable to confirm the error on the system logs. Tse guided one additional power cycle and ensured the internal vision side cart mains cables were seated firmly home and the issue resolved. The customer called back and stated that the issue returned after the power cycled. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was aborted.